Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this right ventricular (rv) lead had been oversensing noise for some time. No pacing inhibition was observed when the noise first started occurring. Later in time, a high out of range pacing impedance measurement of greater than 2000 ohms was exhibited by the rv lead. The patient complained of being symptomatic and the physician believed the rv lead may have been fractured. The fracture was confirmed on the table prior to the procedure. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.